Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in february 2025. E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage with a minicap attached to the minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation with the twist clamp in the closed position, a blue pull ring cap and a mini cap attached. Visual inspection was performed and a leak was observed. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed and a leak was observed between the female connector and the returned mini cap. Damage to the female connector was observed causing a leak. The reported condition was verified. The cause of the damage is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.